Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to it. There was no reported adverse impact on customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy.